Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed emdr report, additional information was received: the reported difficulty was noted after step 4 as the operator attempted to harvest the suture. When the rail suture was pulled, the entire suture came out. The knot was not formed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure via an 8f sheath. Reportedly a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.